Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-15603. It was reported patient experienced lead migration. Patient did not experience any fall or trauma. To address the issue patient underwent surgical intervention wherein both the l1 leads were explanted and replaced with new ones. Reportedly effective therapy was restored.